Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 (mg/dl) with trace to moderate level of ketones. A manual injection was administered to address bg level. System check was performed with tandem technical support and verified that the pump was functioning as intended.